Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the protector on the universal cord on the scope connector side was cut, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the water removal ability did not meet the standard value due to clogging of the nozzle, the nozzle was corroded, the connecting tube was discolored, there was a lack of image on the monitor due to dirt on the objective lens, the objective lens was discolored, the up/down knob had corrosion, a flare occurred due to a scratch on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the rubber of the gastrointestinal videoscope was torn and the contents were exposed. There were no reports of patient harm. The device was returned for evaluation. During the evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.